Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 40 mg/dl; due to carbohydrate ratio and basal rate needing adjustments. Reportedly, customer attempted to self treat by consuming glucose tablets. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.